Event description:
The customer's son reported that the customer did not receive our product and as a result, the customer experienced symptoms of hypoglycemia and hyperglycemia. The paramedics were called and they treated the customer with unknown intravenous fluids and insulin. The customer was transported to a health care facility where they were diagnosed with hyperglycemia and treatment of intravenous fluids and insulin were continued. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a delivery issue; therefore, does not involve a product malfunction and no product investigation is necessary. In addition, it was discovered that company had the incorrect address and the adc product was delivered in 2009.